Manufacturer narrative:
The devices associated with this report were not returned. Previous investigations found misuse and/or heavy usage contributing factors. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sleeve trial had been deformed in a prior surgery which prevented the trial from seating on the inserter properly. During insertion of the sleeve trial into the femur, the sleeve trial got stuck on the inserter which made the inserter difficult to remove.